Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during a hemorrhage treatment procedure performed one day prior. According to the complainant, after extending the clip out of the sheath, opening and closing the clip, the clip was retracted back into the sheath. The clip could not release from the catheter because it was stuck in the sheath. After manipulating the release handle, the clip finally released. Visual inspection showed malfunction of the release handle. The procedure was completed with this resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.